Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case) was confirmed. The monitor failed incoming functionality testing at the time of device evaluation. Upon investigation, the enclosure cover was cracked and the belt connector was snapped from the case. The cause of the failure was a damaged belt receptacle. The root cause of the damaged receptacle was physical abuse. The root cause of the damaged belt receptacle was unable to be positively identified. No adverse events occurred as a result of the defective monitor.

Event description:
(B)(6) 2020 : resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A zoll distributor contacted zoll to report that monitor sn (B)(4) had a damaged monitor case.